Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection determined that the heater wire was flexed away and twisted from the hot jaw and was detached at the center and tip. The wire remained in place at the base of the jaws. Based on the returned condition of the device the complaint was confirmed for the reported failure ¿bent wire.¿

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro when it was opened they noticed the blade was bent and exposed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro when it was opened they noticed the blade was bent and exposed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.